Event description:
Customer reported that a patient sample with a previous history of anti-c failed to react with vra185 cell 5. The remaining c+ cells reacted 1+. Customer repeated the testing with an increased incubation, 30mins, and still no reaction was noted with cell 5. Daily qc testing was performed and all reactions were acceptable. Customer further stated that cell 5 was tested for the c antigen and reactivity of 4+ was observed with the anti-c antiserum.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Satisfactory results were observed. (B)(4).